Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Customer reported that there was a burning smell from the gantry of the CT system. Upon inspection, it was determined that the anode power module (apm) emitted the smell and the component was replaced with no further incident.